Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During preparation of the farawave catheter, fluid was noted to be leaking from the slider switch cutout on the handle of the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was inserted through the catheter and the catheter was deployed to basket and flower configurations successfully. Flushing of the catheter through the irrigation line was performed. Flushing of the irrigation line revealed a leak in the catheter. Dissection of the catheter revealed some broken flush tubing, likely causing the leak. With the help of an ultraviolet (uv) light, separation of the flush tubing could be seen. The reported leak was confirmed via analysis.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During preparation of the farawave catheter, fluid was noted to be leaking from the slider switch cutout on the handle of the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.